Event description:
It was reported that during a prostate procedure, with 267,171 joules used and 32:13 minutes expended, the ¿connection in between fiber and fiber handle was broken when the surgery proceed 32 minutes¿ and ¿the laser light firing from the point of break¿ was noted. The fiber was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome: ¿no injury¿.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-625a-(B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and slight melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.